Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section procedure on unknown date and unknown absorbable hemostat was used on the muscle bed. Twenty five days following the procedure, the patient presented a post-op wound infection and abscess. The patient was re-admitted second time for wound abscess. CT test revealed a "collection", but the physician is unsure if it is infectious or absorbable hemostat. The physician also opined that the infection is not related to the absorbable hemostat. No further information is available.